Event description:
During a percutaneous transluminal angioplasty (pta) procedure, a powerflex pro balloon catheter did not fit into a 5f brite tip sheath (lot number unknown). Another same like product was used. There was no report of patient injury and the procedure was completed successfully. The device was prepped per IFU instructions. There were no anomalies during prepping. The target lesion was the common femoral artery. There was no problem noted with the brite tip sheath. Based on the product analysis, the hub was detached form the device and not returned and the body shaft was cut. Multiple attempts to gather additional information regarding how the device was received were made and have been unsuccessful.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) procedure, a powerflex pro balloon catheter did not fit into a 5f brite tip sheath (lot number unknown). There was no report of patient injury. The target lesion was the common femoral artery. Another same like product was used. There was no problem noted with the brite tip sheath. The device was prepped per IFU instructions. . The procedure was completed successfully. There were no anomalies during prepping. The device was received with the hub separated and not returned for analysis. One part of body catheter unit was received coiled inside a plastic bag. The hub is detached and not included. Since hub was not received, catheter brand/family could not be completely identified (only a section of the body was received). The body shaft was cut. The balloon was received deflated and appear have been inflated. There were blood residues observed in the returned device. The body shaft showed elongation. A 5f cordis bts catheter sheath introducer and 5f vessel dilator were received with returned device. Dimensional analysis for od proximal seal could be performed and the od proximal seal was found within dimensional specification since the od could pass the 1.88mm. In addition, an attempt to perform insertion/withdrawal test was done with pf pro device and lab. Sample of csi bts 5f no resistance was felt during the test. A review of the manufacturing documentation associated with the reported lot presented no issues during the manufacturing process that can be related to the reported complaint. The returned device could not be identified as a cordis device as the hub noting the catheter brand was not returned. The failure ¿pta system impeded¿, reported by the customer was not confirmed since insertion/withdrawal test was performed without difficulty during the analysis testing of the returned device. The report of ¿body shaft frayed split torn¿ was confirmed since the body shaft showed elongation. This elongation suggests that handling factors may have contributed to the difficulty experienced by the customer. Attempts to confirm that the correct device was returned and gather additional information were unsuccessful. Based on the device history record review for the reported device, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.